Manufacturer narrative:
(B)(4)

Event description:
Follow up information received from the patient reported that the battery had died and surgery was scheduled to have it replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that he patient could not make adjustments with or without the antenna attached. It was noted that the patient was unable to communicate with their device. The communication issues started on the day of the report. It was further reported that the programmer would not do telemetry with or without antenna. Analysis found a scratched face plate on the programmer. The scratched face plate was replaced and the antenna jack was resoldered as a preventative measure.

Manufacturer narrative:
Product ID: 3889-28, lot# v302593, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient was experiencing a loss of therapeutic effect. The patient had to get up more often during the night to use the bathroom. The patient initially thought the increase was due to the fact that they were drinking more tea. It was noted that these symptoms started a couple of days prior to the report. It was noted that the patient had a fall in (B)(6) and had not been using their therapy since that time until a couple of days prior to the report.